Event description:
A physician reported a pt who received a "touch up" treatment on 4/19/97 in the oral commissures and chin. The pt visited the physician on 5/7/97, and the physician used a syringe to "milk out" some beads of collagen material around the lateral eyes, an area treated on 3/12/97. The exact date of onset of the beading was unknown. On 10/28/97 the pt reported to the physician that approximately 4 days after the treatment, "her throat closed up and she felt like she was gasping for breath" she alleged that these symptoms lasted for approximately one month and resolved spontaneously. The pt consulted an ear, nose and throat specialist (name unknown) some time after 7/97 (exact date unknown), who reported nothing unusual and prescribed no medical or surgical intervention. The physician did not note any significant findings on physical examination and believed the closing of the throat and gasping for breath were related to the collagen.